Event description:
It was reported that device had "system error" on the pcu and two pump modules displayed error code 200.6120 interrupting the administration of medication. Infusions running at the time were fentanyl 0.5mcg/kg/hr, midazolam 0.08 mg/kg/hr, norepinephrine 0.4 mcg/kg/min and lactated ringers at 50ml/hr. Clinician attempted to swap out the pcu and still received a "system error". There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that device had "system error" on the pcu and two pump modules displayed error code 200.6120 interrupting the administration of medication. Infusions running at the time were fentanyl 0.5mcg/kg/hr, midazolam 0.08 mg/kg/hr, norepinephrine 0.4 mcg/kg/min and lactated ringers at 50ml/hr. Clinician attempted to swap out the pcu and still received a "system error". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.